Manufacturer narrative:
Occupation: non-healthcare professional. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, the user checked the integrity of the guardia¿ access embryo transfer catheter before use, and discovered there is an oily substance inside of the catheter. As reported, another 11 devices were opened and found to have an oily substance inside as well. Another same product was opened to complete the procedure. None of the devices with oil substance came in contact with the patient. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Investigation ¿ evaluation: visual inspection of the returned products was conducted. A review of complaint history, the device history record, instructions for use, and specifications has also been performed. Eleven transfer catheters were returned for investigation. Nine of the devices were returned in an opened condition and two were inside the sealed inner pouch. A visual examination of the open transfer catheters noted that 6 devices have an unknown foreign matter inside the catheter. The two inner pouches were opened for investigation, one was found to have an unknown foreign matter and the other did not. Review of the device history record noted no non-conformances related to the reported failure. A review of complaint history revealed the only one associated with complaint lot number 8536242. Fourier transform infrared spectroscopy (ftir) analysis of similar complaint devices determined that the foreign matter substance was a silicone based medical fluid used for lubrication during the manufacturing tipping process. This testing suggests that a production related issue is likely to be the cause of this foreign matter event. The silicone lubricant used in production has been mouse embryo assay (mea) tested to ensure safety. There is no reason to suspect that the remaining lubrication on the device would have presented a risk for embryo loss if the device had been used. Based on the information available the cause of this issue is manufacturing related. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 29aug2018. They opened same lot #, noticed oily substance and opened another 11 devices until they found one without oily substance.